Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 29 mmol/l; cause was due to occlusion alarm. Customer delivered a correction bolus via pump to address bg level. Customer changed pump supplies to address the issue.

Manufacturer narrative:
H6: removed e2403, f26 added e1205, f11.